Event description:
It was reported the device will not turn/stay on. The device originally failed a power on self-test and displayed error 002. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main pc (printed circuit) board was out of specification. All the knobs were also contaminated, the lower case was broken, and the ring was bent.

Event description:
It was reported the device will not turn/stay on. The device originally failed a power on self-test and displayed error 002. Additional information was subsequently received reporting there was no patient involvement. The condition was seen prior to the device being used.